Manufacturer narrative:
The suspect biopsy guide was returned to the manufacturer for evaluation. Testing found that he screw stop seized within the shaft assembly. Resulting in the knob being removed from the screw stop. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the biopsy guide's thumb screw was stripped and could not hold the retention tube or probe in place. The screw was noted to be unable to tighten. There was no patient present when this issue was identified. No additional information was provided.